Manufacturer narrative:
H3: one cadd legacy 1 pump was received with no physical damage found on the device. The event history log was reviewed and the error code was not found. The power up process was conducted and error code 1260 was duplicated at power up. The issue was caused by a corrupted main board and it will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1260 during testing. There was no patient involvement.